Event description:
Following 34 hrs on intra aortic balloon pump, rn noticed a decrease in augmentation. Occasionally balloon pump would run but augmentation was poor. Balloon pump was discontinued and another pump was not inserted. No injury to the pt.